Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number remains unknown. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. It is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 33mm 6900 valve implanted in tricuspid position for approximately eight years underwent a valve-in-valve procedure due to severe calcification, severe stenosis, and mild to moderate regurgitation. The patient presented with dyspnea (nyha iii), weight gain, ascites, and lower extremity edema. The procedure was performed with a 29mm 9600tfx valve. Tee demonstrated no paravalvular and no valvular tricuspid regurgitation. During follow up, the patient presented with improved clinical status to nyha class ii and euvolemia.

Manufacturer narrative:
Updated section h6.